Manufacturer narrative:
Additional information: d9

Event description:
It was reported that the device overheated during testing at the user facility. There was no patient involvement reported.

Event description:
It was reported that the device overheated during testing at the user facility. There was no patient involvement reported.